Event description:
It was reported that pump experienced repeated shutdowns and then screen went dark and would not turn on until connected to power, after which a non-resettable malfunction 16 was displayed and pump was identified as part of a field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and return of malfunctioning pump within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.